Event description:
The caller alleged poor correlation with the meter. The following results were reported: 1/22/06 - inratio: 4.6, 1/23/06 - 1.6 (dose adjustment advised). Technical support suggested a retest while customer on the phone. Results of retest - 3.2 inr.